Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchofibervideoscope exhibited due to detachment of acoustic lens (damage level; does not expose the glue-layer), insulation resistance value does not meet the standard value, no image and error b30 was displayed, and due to corrosion on terminal of el-connector, e227 (scope communication error) occurred (and no image). There were no reports of patient involvement.